Event description:
The customer reported the evis exera iii video system center display a b30 error. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. Tac advised the customer to turn off the clv-190 before inserting scope. Tac recommended reseating the maj-1933 cable between the clv-190 and the cv-190 while it was powered off. Furthermore, tac asked the customer to clean the scope contacts with 70% isopropyl alcohol and to send in the device if the issue continued. A follow up was made and the customer confirmed that a scope was the cause of the malfunction. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and reproduce the event, a definitive root cause of the b30 error could not be identified. Olympus will continue to monitor field performance for this device.